Event description:
It was reported that there was a revision of a right hip due to pain. It was noted that four months ago the patient started to hear squeaking and then had immediate pain. Removed the liner and head. Minor metalosis in joint was noted during the revision surgery.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade #3 tmzf stem. It was noted that the device is not available for evaluation as it was retained by the hospital. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding audible noise and pain involving an accolade stem was reported. The event was not confirmed. A medical review was performed based on the case description and concluded: "issue with revision of trident alumina ceramic liner and femoral head because of pain and squeaking some 7-years post primary implantation in (B)(6) year old female patient with near normal body weight. Minor metallosis in joint. No x-rays are available for review and no implants were returned for investigation as per hospital policy. The reported metallosis was considered 'minor' which probably indicates this visual observation was a secondary effect to something else, possibly impingement as it could only be caused by metal contact related issues in the arthroplasty which by exclusion of other potential sources in this ceramic-on-ceramic arthroplasty were most probably caused by component impingement. This always relates to component malposition, often the cup, and as such is procedure-related in nature and could in principle also point to the root cause for the pain and squeaking phenomena observed. More than a strong suspicion for such a root cause of failure can however not be expressed due to lack of more detailed information." Device history review: a review of the device history records could not be performed as the lot code was not reported. Complaint history review: a complaint history review could not be performed as the lot code was not reported. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, pathology reports, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that there was a revision of a right hip due to pain. It was noted that four months ago the patient started to hear squeaking and then had immediate pain. Removed the liner and head. Minor metallosis in joint was noted during the revision surgery.